Event description:
It was reported that a spectrum pump does not restart after downstream occlusion. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. It was found out of spec with respect to not restarting after a downstream occlusion, which was reproduced. Eval found the cause to be current readings of the downstream sensor with a fluid filled set loaded out of spec (high readings). The downstream sensor will be replaced.